Event description:
The broken instrument was discovered during inspection. There was no patient involvement.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 311.430, lot: 8353387, manufacturing site: bettlach, release to warehouse date: april 09, 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Visual inspection: the handle w/quick-coupl l110 was returned and received at us customer quality (cq). Upon visual inspection at cq, it is observed that the device was cracked around the straight pin. No other issues were observed with the returned device. Dimensional inspection: the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. -handle with quick coupling. L 110mm no design issues or discrepancies were identified. Investigation conclusion: the overall complaint was confirmed as the device was received cracked. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the handle with quick coupling, small is broken in the plastic. No further information is provided. This report is for one (1) handle with quick coupling, small. This is report 1 of 1 for complaint (B)(4).